Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the cadiere forceps instrument jaws were not closing and holding the tissue properly. The instrument did not move in the right direction. The instrument wires were loose near the jaws. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was inspected prior to use and had no damage. The customer removed the instrument and completed the procedure with a backup instrument. The instrument did not collide with any other instrument or tool during the procedure. The instrument was not moving in the right direction when the surgeon¿s head was inside the surgeon side console (ssc) high resolution stereo viewer. The instrument did not move in the right direction while the surgeon was attempting to manipulate instruments from the ssc. The instrument jaws were not closing properly. There was no lag in the timing.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by failure analysis. Failure analysis found a broken grip cable at the proximal end. As a result, the instrument could not operate properly. In addition, the instrument was found to have a dislodged bearing. The bearing was found dislodged from its normal position and stuck onto the magnet inside of the housing. There were no signs of potential fragments.

Event description:
Refer to h10/h11 for follow-up information.